Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, it was confirmed that the touch screen was responsive. The customer's blood glucose level was 378 mg/dl and was addressed with a bolus via the pump.